Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 83mg/dl, 309mg/dl, and 55mg/dl. No symptoms reported with these results. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.